Event description:
It was reported that fluid ¿leaked downward¿ from an unspecified external location of a theranova 400 immediately after priming and starting hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos showed the product after use with protection caps on the ports. During visual inspection of the actual sample, the device was observed to be contaminated with blood and required disinfection. Functional leak testing of the dialysate side was performed, and no leak was noted. An additional leak test of the blood side was performed also with no leak detected. There were no physical defects visible on the actual sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.